Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in (B)(6) that during an unspecified neuro surgical procedure, it was observed that the compact speed reducer device was damaged. According to the report, it was not possible to attach the burr devices to the device. There was a fifteen minute delay to the surgical procedure. A spare device was used to complete the surgical procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. A voluntary medical device report was filed by the facility; however, no other information is available at this time. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.